Event description:
Info was received from a physician regarding a pt who was treated with bilateral injections of synvisc into both knees in 2000. Approx one month earlier during a routine physical exam platelet count was found to be 137,000. Repeat platelet count one week after treatment with synvisc was found to be 94,000 and the second injections of synvisc were not given. Follow-up platelet count several days later was 126,000. There is no indication that thrombocytopenia was causally related to synvisc. Pt is undergoing work-up and further info is expected.